Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after the implant, the patient experienced sepsis, severe kinked bowel, adhesions, enterotomy, recurrence, small bowel obstruction, pain, and mesh erosion. Post-operative patient treatment included wound vac placement, and revision surgery.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after the implant, the patient experienced infection, inflammation, perforation, serosal tears, incarceration of hernia, strangulation of hernia, wound not healed, sepsis, severe kinked bowel, adhesions, enterotomy, recurrence, small bowel obstruction, pain, and mesh erosion. Post-operative patient treatment included medication, wound vac placement, blake drain, mesh revision, hernia repair with new mesh, ICU admittance, and revision surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info: b5, h6 (patient code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after the implant, the patient experienced acute kidney injury, infection, inflammation, perforation, serosal tears, incarceration of hernia, strangulation of hernia, wound not healed, sepsis, severe kinked bowel, adhesions, enterotomy, recurrence, small bowel obstruction, pain, and mesh erosion . Post-operative patient treatment included medication, wound vac placement, blake drain, mesh revision, hernia repair with new mesh, ICU admittance, and revision surgery.